Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported that the implantable neurostimulator was removed on (B)(6) 2008, and the patient only has lead(s) left implanted. The op report indicates it was due to "painful stimulator generator".